Manufacturer narrative:
Exact date unknown, event occurred 2 years ago. Explant date: explanted 2 years ago.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.